Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels between 300-400 (mg/dl). Customer delivered a bolus and manual injection to address bg levels. Reportedly, customer believes pump is not properly delivering insulin. System check with tandem technical support indicated the pump was performing as intended; however, cartridge uses humalog and is sometimes changed every 72 hours. Recommendation was made to consult with their health care provider to discuss diabetes management.